Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required. E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips field service engineer (fse) evaluated the device and confirmed that there was no sound and the speaker was defective. The fse replaced the speaker to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp5 indicating there was loudspeaker fault. A good faith effort (gfe) conducted confirmed that the device was completely out of sound. The device was not in use at the time of the event. No adverse event occurred.